Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of event was not reported. The same day as event onset, the patient was hospitalized via emergency room for the event. The patient was treated with an unspecified antibiotic treatment (dose, route, frequency and duration were not reported) for this event. Thirteen days after event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.